Manufacturer narrative:
The paravalvular leak was unable to be confirmed as no imagery or medical record was provided. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (mild, near moderate pvl) may have caused or contributed to the hemolysis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was initiated to assess for patient risks for hemolytic anemia associated with paravalvular leak of sapien 3 ultra resilia valve. And corrective action preventative action was initiated for further investigation.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pvl cannot be determined based on the information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, a 23mm sapien 3 ultra resilia valve was implanted in the aortic valve. Approximately 5 months post-procedure, hemolysis due to paravalvular leak (pvl) developed. Balloon aortic valvuloplasty (bav) was performed and successfully reduced the pvl.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information per additional evaluation by edwards lifesciences engineering. The following sections of this report have been updated: additional code added to h6 type of investigation, corrected codes in h6 investigation conclusions, additional information added to h10. The valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, balloon aortic valvuloplasty (bav) or post-dilation was performed, and paravalvular leak improved (from moderate-severe to moderate), which indicated that the valve may have initially been under-expanded. An under expanded valve could create channels between the deployed valve and the target site (native annulus), leading to paravalvular leak. As such, available information suggest that procedural factors (under expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information per follow-up information received from the site. The following sections of this report have been updated: additional information added to a2, additional information added to a3, additional selection added to b2 (hospitalization-initial or prolonged), corrected b3, additional information added to b7, additional information added to d4, corrected d6, additional information added to h4, corrected h6 health effect-impact code, additional code added to h6 health effect-clinical code. Additional information was received from the site. Mild-near-moderate paravalvular leak (pvl) was observed at implant of the 23mm sapien 3 ultra resilia. At one-month post-procedure examination, hemolysis was suspected, but no treatment was given because the patient was asymptomatic with only mild elevation of lactate dehydrogenase (ldh) and mild decrease of hemoglobin. Six (6) months after the procedure, exacerbation of hemolysis was detected, and the patient was hospitalized immediately. Shortness of breath, malaise, and vinous urine (hemoglobinuria) were observed. Pvl increased to moderate-severe on admission. Hemolysis due to pvl was diagnosed. After admission, blood transfusions were given every two days until balloon aortic valvuloplasty (bav). On the ninth day of the hospital stay, a bav was performed and successfully reduced the pvl to moderate. Hemoglobinuria improved immediately after bav, and symptoms subsided. The patient has been discharged. No further action is required.